Event description:
It was reported that during an implantation procedure, the physician put the lead cap on the lead and tightened the screw after implanting this lead in the brain, the lead was kinked. He tried to unscrew it but he couldn't, so he opened another lead with the same model. Patient information was not provided. No health hazard was indicated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot#: unknown. Product type: accessory: product ID: neu_leadcap_acc, lot#: unknown. Product type: accessory: product ID: 3387-40, lot# :0205610516. Product type: lead. (B)(4). Analysis of the lead, model#: 3387-40, lot#: 0205610516 found no significant anomaly. It was found that the #3 connector sleeve was twisted in the connector block; in addition, the proximal end was stretched. No shorts were found between circuits. It was concluded that the continuity was acceptable. Analysis of the lead cap accessory found a procedural non-conformance issue. The lead cap connector was found to be twisted. Analysis of the neural wrench accessory found no anomalies.